Event description:
In 2008, I received an a&p repair for pelvic organ prolapse. Mesh was used to repair the anterior and posterior walls for a cystocele and rectocele. I believe the avaulta system was used. The surgery was done transvaginally. After the required recovery time, things went well, but in november of same year, it was found that the ends of the mesh on the anterior side had frayed and was poking through my vaginal wall. Four months later, I had surgery to repair that. At 3 week post op. I went back to my gyn for a check. It was discovered that I had exposed mesh this time. My incision didn't heal because the infection dissolved the stitches and left me with exposed mesh. The following month, I underwent another surgery to have that fixed. I was put on antibiotics prior to the surgery and finished them twelve days later. Diagnosis or reason for use: 3rd degree rectocele, 2-3rd degree cystocele.